Event description:
The patient contacted animas on (B)(6) 2012, stating that all of the keypad buttons and the audio bolus button were unresponsive. The patient reported that the rubber keypad is loose. There was no indication if the keypad became loose before or after the button issue. The patient reportedly wore the pump in a pocket and did not clean it. The pump was, allegedly, not exposed to water. Additional information: mid conversation, pt noticed up and down arrows and audio bolus buttons are also unresponsive. Additional pi created for audio bolus button. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn over the up arrow. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up arrow button was intermittently unresponsive and the other keypad buttons responded appropriately. Evaluation revealed that there was evidence of keypad contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.